Event description:
Home pt (hp reports leak in cassette of homechoice set used for apd therapy. Pt noted leak when set was removed from device post treatment. Pt went to center and rec'd prophylactic antibiotics. Per pt, no injury resulted.